Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), dome drain bag with connected inlet tubing, sample port connector, and silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The drainage lumen of the connected catheter was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), and the solution flowed without issue through the sample port connector, inlet tubing, and into the drain bag. No leakage, impeded flow, or other issues were noted. This was within specification, which stated "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine flow in to the drain bag was poor, and the urine would become stagnant in the inlet tube and the catheter. Per additional information from the ibc via email 07feb2020, upon noticing the lack of urine flow, the inlet tube was shaken to make the urine flow into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine flow in to the drain bag was poor, and the urine would become stagnant in the inlet tube and the catheter. Per additional information from the ibc via email 07feb2020, upon noticing the lack of urine flow, the inlet tube was shaken to make the urine flow into the bag.